Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that insulin pump fell out while showering. After set change, customer received a no delivery alarm. Customer's blood glucose was 420 mg/dl. Customer was able to clear alarm and declined troubleshooting. Customer was advised to monitor insulin pump.